Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A copy of the customer's medsun report was received from the FDA, which states: "filter on hyperalimentation (hal) tubing was leaking total parenteral nutrition (tpn) drugs due to a crack."